Event description:
It was reported that the patient was experiencing inflammation at the implant site and the part was explanted.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state "implantation of foreign materials can result in an inflammatory response or allergic reaction." If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.